Manufacturer narrative:
(B)(4). Cartridge pan. The following information was requested, but unavailable: affiliate states- what color cartridge was being used?---no information. What other color cartridges were used before and after this event? ---no information. The analysis results found that one device was returned with no visual non-conformances and with the ecr60d reload pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy, the 3rd cartridges could not be loaded into the device. The device could be fired without any difficulties till the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.